Event description:
The core universal driver was sent for eval because it was running on its own without activation during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.